Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Correction boluses via the pump were delivered and manual insulin injections were used to address bg. Reportedly, the infusion sets were changed to address the issue. The customer reverted to manual injections for insulin therapy.